Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent revealed the stent was damaged and separated from the sds. The 3 most proximal stent struts showed no sign of damage. Stent struts of the mid-section and distal end were distorted and lifted in parts. There was no stent on the balloon. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon material, indicating correct crimping and positioning of stent prior to the complaint event. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A 0.014'' guidewire was tracked through the inner shaft polymer extrusion lumen, entering via the port entry site and exiting via the tip, no tracking difficulties were noted. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "the safety and effectiveness of the synergy stent have not been established in the cerebral, carotid, or peripheral vasculature or in the following patient populations: patients with lesions located in saphenous vein grafts, in the left main coronary artery, ostial lesions, or complex bifurcation (e.g. Bifurcation lesion requiring treatment with more than one stent).¿¿ (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the ostial to proximal right coronary artery. After a stent was implanted in the proximal rca, an additional non-bsc guide wire was advanced as a buddy wire to the primary non-bsc guide wire. A 4.00 x 16 synergy ii drug-eluting stent was then advanced into the guide catheter; however, the physician felt a catch on the buddy wire. The device was removed and it was noted that the stent was partially pulled off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the ostial to proximal right coronary artery. After a stent was implanted in the proximal rca, an additional non-bsc guide wire was advanced as a buddy wire to the primary non-bsc guide wire. A 4.00 x 16 synergy ii drug-eluting stent was then advanced into the guide catheter; however, the physician felt a catch on the buddy wire. The device was removed and it was noted that the stent was partially pulled off the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.